Manufacturer narrative:
(B)(4). Concomitant medical products: kne-nexgen-bearings-unk cat#: unk, lot#: unk, kne-nexgen-femorals-unk cat#: unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient is experiencing pain, instability and has failed tibial component after left total knee arthroplasty.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0002648920-2018-00060.